Manufacturer narrative:
The investigation concluded no system problems. The instructions for use contains warning statements on table movement and safeguarding the patient. The manufacturer has given warning statements in the instructions for use and has delivered accessories to prevent this from happening. It still remains the responsibility of the operator to check whether the patient is positioned well and nothing can get caught during table movement.

Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) to submit this incident that occurred in (B)(6). Problem: during movement of the patient table into the magnet she got frightened and grabbed the left edge of the moving table. Unfortunately the finger did not activate the touch guard and got pinched between the table top and magnet. Just recently it was confirmed that the left ring finger tip was broken.